Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One filled unit was received with fluid inside the housing. The visual inspection and functional leak test on the unit revealed that the leak derived from the welded area of the volume indicator port, confirming the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an infusor device was observed to be leaking. The process step that this occurred during is unknown. There was no patient involvement associated with this report. No additional information is available.